Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine 2.0 mg/ml for a total dose of 0.5356 mg/day and morphine 0.5 mg/ml for a total dose of 0.13391 mg/day via an implantable pump for spinal pain. It was reported there were volume discrepancies where more medication was being withdrawn from the pump at refills than expected. The patient stated this was noted on the past 2 refills, and a catheter dye study and fluoroscopy were going to be performed. It was noted the patient uses a heating pad over the pump area every morning and patient wanted to know if this could have caused the issues. The patient experienced increased pain. Heating pad information and high temperature information was reviewed. Patient was redirected to healthcare professional (hcp) to discuss medical concerns and questions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.